Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were sticking, intermittently obstructing access and preventing full opening of back cubie pockets. The customer also reported similar sticking issues with other drawers in the ICU, limiting full drawer access. Additionally, the observation fridge lock required deactivation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.